Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, the pocket was relocated from the anterior abdominal area to the posterior buttock area. The patient was reportedly doing well following the procedure.